Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty on (B)(6), 2011. Patient's legal counsel further reported patient allegations of pain, discomfort and difficulty walking. There has been no reported revision procedure to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.